Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
The device was additionally replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed with an MRI. Healthcare professional reported baker grade I. Device has been explanted.